Event description:
Lift used to raise pt from wheelchair for transfer to bed. Lift would not lower, leaving pt suspended. Cna assisted with holding pt for approx 3 mins while lpn worked with controls, lift and battery until lift finally lowered. Resident later hospitalized with hematoma right chest.